Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged from the hospital.

Event description:
New information received notes the patient was in stable condition and the device was explanted on (B)(6) 2022.

Manufacturer narrative:
The pacemaker was returned without an associated complaint due to advisory status. Final analysis found no anomalies.